Manufacturer narrative:
The device in question will not be returned as it was implanted into the pt.

Event description:
It was reported during a coil embolization of an intracranial aneurysm that the microcatheter reportedly "backed out" of the aneurysm. In an attempt to reposition the microcatheter and coil, the coil became stretched. Further attempts were made to remove the coil using the delivery wire, which resulted in the coil detaching from the delivery wire. Other devices were utilized in an effort to remove the coil without result. The aneurysm was successfully treated with the use of other similar coils. It was reported that the pt is stable, and the prognosis for this pt is good.